Manufacturer narrative:
Continuation of d10: dtma1d4 crt-d, implanted (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they have been having high inflammation and noted that they received a call from their clinic to come in to address their leads being explanted and replaced. The patient inquired if their leads could be causing their symptoms. The patient's following physician confirmed that the right atrial (ra) and left ventricular (lv) leads exhibited elevated pacing thresholds. The leads were evaluated and reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that they have been having high inflammation and noted that they received a call from their clinic to come in to address their leads being explanted and replaced. The patient inquired if their leads could be causing their symptoms. The patient's following physician confirmed that the right ventricular (rv) and left ventricular (lv) leads exhibited elevated pacing thresholds. The leads were evaluated and reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.